Event description:
During an on-site visit to the facility by baxter personnel, failure code 570 was found in the pump's event history 2 times. The hosp resp stated that there have not been any pt incidents with this pump since the last service event.